Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) shaft break. It was reported that during preparation of the cds, following the instructions for use, it was observed that after turning the delivery catheter (dc) handle, the clip did not rotate. Multiple attempts were made to rotate the clip, but the device failed to respond. After carefully looking at the dc handle, a break in the dc shaft close to the steerable sleeve handle was noted. The device was not used. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported mechanical issue and break in the dc shaft was confirmed. The investigation also observed a break in the rotation indicator. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of unable to rotate clip as the device was returned with a break dc shaft. The reported break in the dc shaft was attributed to user technique as the dc handles was rotated too much (indicated by the broken rotation indicator). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.